Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s device went dead less than two years ago. The consumer stated the device was defective as it depleted sooner than expected. The consumer mentioned that the healthcare provider who also said the device reached end of service sooner than he expected. The consumer noted that the pain gradually started getting worse when the implant started getting weaker. The consumer was directed to follow-up with their healthcare provider to schedule a time to meet the manufacturer representative. The indication for use was non-malignant pain.